Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. A DHR review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. Possible causes, as identified by the legal manufacturer are: 1 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 2 - a defective footswitch (temporary fault). 3 - a defective footswitch (temporary fault, defective reed contact). 4 - a faulty cable connection between hvps board and generator board (temporary or permanent fault). 5 - a defective hvps board (permanent fault). 6 - a defective generator board (permanent fault).

Manufacturer narrative:
Device has been returned for evaluation. Unable to duplicate the user report, ¿machine looks like it working no power to handpiece from the universal cord.¿ per the error log, error e433 occurs as a continuous rebooting cycle when the unit is powered on due to a faulty generator board. The device was calibrated and tested. All tests passed. All outputs are within specifications. The cause can be attributed to an electrical issue. No further information was reported.

Event description:
The customer reported to olympus that the device does not respond after pressing the power switch, seems no power to handpiece from the universal cord. There was no patient injury reported.